Event description:
It was reported to vyaire medical that e42 (dump valve activation fault (via sense)) error occurred on the sipap ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the sensor valve pcba (printed circuit board assembly) was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned.